Event description:
It was reported that the patient underwent an anterior lumbar fusion procedure at l4-5, l5-s1, including radical discectomy, using peek cages at l4-5, l5-s1, and rhbmp-2/acs. (B)(6) 2010- CT results: disc narrowing at l4-5, l5-s1, extravasation at l3-4 which may be due to overfilling, the tear was not well visualized on the CT scan. (B)(6) 2011- burning secondary to nonhealing after four months post-surgery. (B)(6) 2011- burning in hands and feet. Xray impression: broken screws at s1. (B)(6) 2012- screws breakage at s1, possible pseudoarthrosis. (B)(6) 2012- MRI shows degenerative changes in lumbar spine above the level of her fusion. (B)(6) 2012- radiology report: two broken anchoring screws in s1. (B)(6) 2012- CT report: fracture through fusion plug at l5-s1, fractured bilateral s1 screws, fractures through interbody fusion plugs at l4-5. Burning pain in lower back going down both legs to bottom of feet. Throbbing, stabbing pain. Pain above l4-5. Difficulty standing up b/c of the pain.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2011, patient underwent following procedure: l4-5 and l5-s1 radical discectomy to the level of the posterior longitudinal ligament including lateral recess and foraminal decompression; l4-5 and l5-s1 anterior vertebral devices (peek lordotic cages); l4-5 and l5-s1 anterior lumbar interbody fusion; l4-5 and l5-s1 anterior instrumentation; allograft for spinal fusion(rhbmp-2/acs and dbx); for pre-op diagnosis of: l4-5 and l5-s1 internal disc derangement; l4-5 and l5-s1 herniated nucleus polposus; lumbar radicular syndrome. Per-op notes: ".. At l5-s1, a 13 mm cage was filled with rhbmp-2/acs after soaking in back table for 20 minutes and gently malleted into position. At l4-5, 13mm 8 degree lordosis cage filled with rhbmp-2/acs, was malleted into position.. No complications were reported.."

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.